Event description:
It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the variable loop mechanism snapped, and the consultant could not change the loop. The catheter was replaced. No adverse patient consequence was reported. Initially, with the information available, this is not considered MDR reportable. However, on 10-oct-2025, additional information was received which indicated that the loop of the catheter was stuck/jammed in full contracted position. The knob/piston was unable to be turned and/or pushed up and down. The failure was found before inserting the catheter into the patient. There was no ring, electrode or other physical damage observed at the distal end of the catheter. With the additional information received, this event is now considered MDR reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was returned to johnson and johnson medtech for evaluation 20-oct-2025. As such, section d9 was updated. It was reported that a patient underwent a cardiac ablation procedure with a varipulse¿ bi-directional catheter and the variable loop mechanism snapped, and the consultant could not change the loop. Device investigation details: visual inspection, contraction and deflection test of the returned device were performed following johnson and johnson medtech procedures. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism was working correctly. The contraction mechanism was not stuck, the loop was found relaxed, and it was not possible to make the loop smaller or bigger. Due to this issue, device handle was dissected, and the contraction puller wire was found broken at the tip. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The contraction issue reported by the customer was confirmed. The root cause for the broken puller wire is traced to manufacturing process. The instructions for use (IFU) contain the following information: use the rocker lever to deflect the catheter tip. When the lever is turned out of the neutral position, the tip deflects in the same direction as the lever. The amount of deflection is relative to the amount of lever rotation. To straighten the tip, return the rocker lever to neutral position. Verify that the loop on the catheter tip contracts and expands properly. To contract the loop, point the catheter away from the user and, with the rotating contraction knob on the handle facing the user, turn the rotating contraction knob clockwise until the minimum diameter of the loop is reached. To expand the loop, turn the rotating contraction knob counterclockwise until the maximum diameter of the loop is reached. Internal corrective actions were opened to investigate and improve the process for reducing this failure mode. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).